Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin had leaked into the reservoir compartment of the customer's insulin pump. The reservoir may have been leaking. Customer's blood glucose was not known. The reservoir will not be returning for analysis at this time.